Event description:
Dealer states the right side hinge on footplate is broken.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.